Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain, while the hp was connected. During troubleshooting with the technical service representative (tsr), the hp stated that earlier in the therapy, he did not open the transfer set and received a different, unrelated alarm. There was nothing unusual noted with the supplies. The tsr had the hp close the clamps, disconnect, cycle the power on the hc device to clear the alarm, and remove the cassette. The hp was advised to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Although it was reported that the patient did not open the transfer set earlier in therapy, this could not be determined to be the cause of the alarm. Should additional relevant information become available, a supplemental report will be submitted.